Event description:
A patient implanted with an evoke spinal cord stimulator (scs) system was evaluated for charging difficulty with their evoke closed loop stimulator (cls). Evaluation of the patient¿s cls confirmed migration of the cls from the original implant location and healing in a perpendicular position, which resulted in charging difficulty. A revision procedure was performed to reposition the cls and resolve the reported event. Therapy has been restored following the revision.